Manufacturer narrative:
H3:product analysis of device em800: evaluation determined that the device was overheating and the maximum temperature was measured to be 115.9°f. The likely cause was identified as corrosion. It was also noted that the attachment and tool both are locking, motor was slightly noisy, hi-pot test pass and depth test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis:(B)(4):pss unknown tool and lot# unknown: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Product analysis of device em800 and serial# (B)(6): evaluation determined that the device was overheating and the maximum temperature was measured to be 115.9°f. The likely cause was identified as corrosion. It was also noted that the attachment and tool both are locking, motor was slightly noisy, cosmetic condition of product is not okay, hi-pot test pass and depth test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of broken drill bit stuck into the motor. It was reported there was no patient involvement. Repair request escalated to a product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis pli10(em800):no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Product analysis (B)(4) (pss unknown tool): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.